Event description:
It was reported that they have had multiple instances of the needle cracking when applied to their vaccine syringes in the clinic. They cracked then leaked out the vaccine during administration. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 11/7/2024. H3 and h6. Codes: updated. Received for investigation one box containing sixty-seven unused, packages of edge needle-pro devices for the reported lot number, six used samples engaged in the needle-pro, and two unused samples. The customer provided pictures of the finished good packaging and an edge hypodermic needle with a crack in the needle-pro. It is not clear what type of device was used by the clinician. The packaged samples (67) were opened and examined, with no anomalies or defects noted. Inspection of the two unused (without packaging) showed cracks along the needle-pro hub and no defects were noted with the used needles. To address the reported issue, all samples were tested for liquid leakage. Results: leakage was observed on the cracked hub samples. All other needles passed with no leakage observed. The customer complaint was confirmed. The root cause was not determined. The syringe used with the provided hypodermic needle was not returned. The needle-pro is a supplied item, and the machine assembly process does not include any factors or conditions specific to the needle-pro component. Therefore, no further actions will be taken at this time. Complaint information will continue to be monitored for any new information and further actions will be taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number.